Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of calcification, crease folding of implant and seroma-late was requested on october 01, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: calcification: not observed. Seroma-late: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported seroma, calcifications, and crease/folds, confirmed via MRI. This record is for right side. Device has been explanted.

Event description:
Healthcare professional reported seroma-late, calcifications, and crease/folds. This record is for right side. Device remains implanted.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.